Event description:
It was reported that after the insertion of the screw, the physician noticed that the saddle of the screw head was loose. The screw had shown no signs of defect preoperatively or during preparation and loading onto the driver. The screw was removed from the patient without adverse patient consequences.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the saddle of the polyaxial screw had become separated from the polyaxial screw ball. No other anomalies were identified. A review of the device history record for the si polyaxial screw 7x55mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the si polyaxial screw 7x55mm was conducted on the product family from this complaint because of a similar top loading geometric design and functionality of the tulip head. It was noted that there were no related complaints associated with the saddle of the polyaxial screw becoming separated from the polyaxial screw ball. Review of complaints found no significant trends. The root cause of the si polyaxial screw 7x55mm saddle becoming separated from the polyaxial screw ball cannot positively be determined. However, the noted damage suggests the polyaxial tulip head was subjected to a higher than anticipated load during insertion resulting in the separation of the saddle from the polyaxial screw ball. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.